Manufacturer narrative:
The device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions. The observation of the unexpected indicator was due to the programming changes and varying ventricular lead impedances which directly affect the longevity of the device. The lower ventricular lead values would have resulted in a higher battery consumption. The device exceeded the nominally predicted longevity.

Event description:
Boston scientific received information that during a follow-up visit, this pacemaker displayed a battery gauge of 1/4 and one year longevity remaining. Eight months later, the device was found to have unexpectedly reached end of life (eol). It was noted that the right ventricular output had been increased to 4.5v between the follow-up appointments. Technical services was contacted and stated that pacing cannot be guaranteed at eol. No adverse patient effects were reported.

Event description:
Our company received additional information one month later that the pacemaker was explanted, replaced and returned for analysis.